Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Event confirmation status: 6 reported events were confirmed. Evaluation results: 6 devices were found to be affected by corrosion. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 6 events had no patient involvement; no patient impact.